Event description:
It was reported that the lead was implanted after the use-by-date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 7000 competitor implantable tachy lead 2007 (B)(6); 1488 competitor implantable pacing lead 2007 (B)(6). (B)(4).